Event description:
The site reported the following: the patient with a known sarcoma of the brain underwent a CT scan of the chest, abdomen and pelvis with intravenous contrast for cancer staging purposes. The CT scan was completed without event. While interpreting the CT scan, the radiologist reported that an indeterminate amount of air was seen in the right ventricle of the patient's heart. The patient was asymptomatic; however, the patient was instructed to go back to the hospital to be admitted to the ICU (intensive care unit) to receive hyperbaric treatment. A follow up CT scan performed the next day determined that the air had dissipated. The patient was transferred to a step down unit and was later discharged.

Manufacturer narrative:
A medrad service engineer performed a system service check of the stellant injector on (B)(6) 2011 and the unit was found to be operating to specification. In addition, the site did not retain the disposables that were in-use during the reported event; therefore, no further investigation could be performed. Additional applications training was offered to the customer; however, they declined.